Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed power system error. The alarm history showed low battery alerts, low reservoirs and power system error. The customer was advised to remove the battery and the notification light did not stop flashing immediately. Customer was called back in 10 minutes and customer stated that the notification light stopped flashing approximately after 10 minutes. Customer was assisted with clearing the alarm and setting time and date. Customer was advised to call back if issue persists. Blood glucose value is unknown.